Manufacturer narrative:
G3 - (B)(6) , 2021. For the initial report it was incorrectly reported that the aware date was (B)(6) ,2021. The correct date aware is (B)(6) , 2021. Device evaluation: d9 - device available for evaluation? Yes h3 - device evaluated by manufacturer? Yes h6 type of investigation codes 3331, 4110 and 4109 h6 investigation findings - code 213 device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a suction loss while laser firing. There was no patient injury reported and no surgical intervention was required.